Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The customer reported the ventilator shut off while in use. The device was in use at the time of the issue and no patient harm was reported. The customer told the remote service engineer that they were unable to reproduce the issue, were unable to find any relevant error codes, and that the unit passed performance verification testing. The remote service engineer advised the customer that since the unit passed verification testing and did not have relevant error codes that the unit can be placed back in service.

Manufacturer narrative:
The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator and no additional harm was reported. No patient demographic information is available. The remote service engineer advised the customer that since the unit passed verification testing and did not have relevant error codes that the unit can be placed back in service. The biomed confirmed that the unit was placed back in service after successful performance verification testing and no repairs were performed.